Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood and diabetic ketoacidosis glucose on (B)(6) 2019 with blood glucose of above 600 mg/dl. Customer was feel okay to troubleshoot. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was not calling back to perform the an high pressure test. Customer also reported that they were treated with insulin pump for high blood glucose. Customer stated that were experiencing symptoms like nausea and having go to the bathroom to have a high blood glucose level. Based on customer¿s report customer was alleging under delivery. Customer also reported that they had given himself a bolus but there high blood glucose never went down and no alarms went off the pump. The insulin pump will not be returned for analysis.